Manufacturer narrative:
Note: the complaint device was returned along with 2 additional devices for evaluation. All 3 of the devices are part number cev177a10; lot number for the initial complaint device is 140303, the lot number for the 2 additional devices is unknown. All 3 devices were analyzed together. Brand name: xomed instruments common device name: het manufacturer name: (B)(4) model #: cev177a10 lot #: unknown. Date received by manufacturer: august 20, 2014. Evaluation summary: on one of the returned valves (initial complaint device), the central disk came out of the ring, which is cracked. On a second valve, the ring is also cracked but the central disk remains locked inside. The third valve is compliant with the manufacturing specifications and do not show any defect. An observation under microscope of the rupture zones reveals an oxidized part, indicating a rupture in several times. No material defect has been found and the samples pass the hardness tests. The cause of these ruptures cannot be determined with absolute certainty. They can come from shocks on the valves during their uses or their reprocessing or from a manufacturing defect during the crushing step. However, these ruptures were progressive and the apparently weakened valves could have been pulled aside from the other instruments before their rupture. (B)(4).

Event description:
It was reported that during an emergency coelioscopic appendectomy, at the end of the surgery, the surgeon did a final check of the patient and saw a metallic valve of approximately 1 cm diameter. It appeared that it was the metallic valve of the trocar that was cracked and went away from the trocar without any apparent sign. There was no patient impact; no interventions were required to retrieve the piece.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available; device expected, but not yet returned. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.